Manufacturer narrative:
Initial reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was observed that the motor had seized and was rough running. It was further noted that during testing the machine stopped. It was found that the motor was defective, the trigger was blocked, the positioning pin was worn out, the switch ring was too loose, and the controller performance was too low. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer/drill device had loose contact. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.